Event description:
It was reported that the user experienced recurrent low blood glucose with a reported nadir of 55 mg/dl occurring during basal insulin delivery while using the ilet. The user performed a factory reset per healthcare provider direction, after which low events continued without a clear cause and education on new reset guidelines and future low-glucose response was provided. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no definitive device malfunction and an undetermined root cause for hypoglycemia. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no hospitalization. It was concluded that the event was user-reported hypoglycemia with cause unclear, with corrective action consisting of factory reset and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.